Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that a revision occurred. The patient's previous device was "redone" many times because it was causing them problems. No further complications reported.